Event description:
It is reported that the trial fractured when dr (B) (6) put it on the tibia.

Manufacturer narrative:
Eval summary: normal wear of the part due to repeated removal and installation as well as the sterilization process can contribute to the part breaking. Cause cannot be definitively determined. As returned, the device exhibits wear indicative of previously effective use. The underside of the device is fractured in multiple locations and the whereabouts of the missing pieces are unk. Device history records indicate all components were manufactured and inspected to specification. The device has a potential field age of slightly less than 1.5 years. The exact number of uses is unk.